Event description:
Reportable based on analysis completed on 11-mar-2015. It was reported that shaft kink occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous coronary artery. A 16x3.00mm promus premier¿ stent was advanced to treat the lesion, however, the shaft kinked when the physician shoved it into the lesion. No patient complications were reported and the patient's status was good. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and microscopic examination found no issues with the tip profile. The crimped stent of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage with the shaft polymer extrusion profile. The hypotube was broken 228mm distal to the strain relief. There was evidence of material resistance at the both of the break sites. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).